Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
During a site visit, it was noted that the customer was not properly reprocessing their cysto-nephro videoscope. According to the initial reporter, pre-cleaning was not being completed after the procedure and prior to be transported to sterile processing. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside immediately after each patient procedure¿ if necessary, a detergent solution can be used instead of water. Please refer to section 3.3, ¿detergent solution for manual cleaning¿ to determine which type of detergents can be utilized.¿ based on the results of the investigation, because precleaning was not completed after the procedure and prior to being transported to sterile processing (per the IFU), it is believed that human error caused this reported event to occur. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
Initial reporter's title was provided. Should further information be provided, another supplemental report will be submitted.